Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report a recoverable fault on universal surgical manipulator 1 (usm1). The customer stated that they disabled the usm and continued with the case. The customer stated that the error occurred on the same one that their field service engineer (fse) had just replaced last week. The tse was unable to view system event logs due to no connectivity. The tse recommended the customer take a picture of the error logs and send them in for review. Customer would do so after the case. The procedure was completed as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the outer distal setup joint (suj). Isi received the suj unit involved with this complaint and completed the evaluation. Failure analysis investigation confirmed that the distal setup joint (suj) has been returned and evaluated by the failure analysis (fa) team. Fa confirmed the reported complaint. The unit had experienced errors 319. The error showed up on error log history referencing to act. The unit was installed on the system and the error was replicated. The suj was tested on the pftp machine and failed node check. The act will be replaced to address error 319. The fse replaced the outer distal setup joint (suj). A log review was performed to confirm multiple instances of 1160 and 310 errors pointing to missing nodes on avp1 and avp3 for the robotic procedure performed on (B)(6) 2022. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.